Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve partially re-sheathed one time due to the implant depth too high. The final implant depth was 5.5mm on non-coronary cusp (ncc) and 4.8mm on left coronary cusp (lcc). Post procedure, the patient developed a new identified right bundle branch block (rbbb) and needed a dual chamber pacemaker. The patient require prolonged hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 400s and heparin was given. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve partially re-sheathed one time due to the implant depth too high. The final implant depth was 5.5mm on non-coronary cusp (ncc) and 4.8mm on left coronary cusp (lcc). Post procedure, the patient developed a new identified right bundle branch block (rbbb) and needed a dual chamber pacemaker. The patient require prolonged hospitalization.

Manufacturer narrative:
It was reported that the patient developed a new identified right bundle branch block post navitor post-procedure and needed a dual chamber pacemaker. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was result of pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.